Event description:
An advocate from canada stated his daughter received a blood glucose reading of 0.6mmol/l on the contour link, re-tested with the contour and received 8.7mmol/l the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation.